Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported that patient was implanted with product code 0112650, lot number 43lod006 for an inguinal hernia repair in 2005. Per patient, mesh has curled up and you can see that it has curled up. She has seen 2 doctors. They will not remove the mesh because of tissue growth. Also alleges that she has suffered nerve damage in her legs since the surgery and believes that mesh is pressing on some nerves. Patient has also had injections at the site for pain.